Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(6).

Event description:
It was reported the end user developed a rash under tape collar of the skin barrier. As the rash had spread to areas outside of tape collar, he sought medical treatment. The end user was issued a course of prescription antibiotics (name unknown) and a steroid cream (name unknown). No further information was provided.